Manufacturer narrative:
Information contained in this report was previously submitted through 410 psr on 30/jan/2017 and 17/apr/2017. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left side rupture, "severe skin rash", "itching", the implant is "taking on a different shape now" and "very sore". The device has been explanted.